Manufacturer narrative:
Complaint/service history review: a 13-month complaint history review and service history review for similar complaints was performed for instrument serial number (B)(4) from 7/9/2020 to aware date 8/9/2021. No other similar complaints were identified during the search period. Review of related documentation: the aia-900 operator¿s manual states the following: [4233] reag/tip-x home overrun. Cause: the home sensor (B)(4), which is not supposed to be activated after the reagent loader moves, was activated. A retry will take place, and if there is no improvement an mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(4) and also check to see the cause of slipping, and so on, that occurs when (B)(4) moves to the limit side. An investigation was performed in response to a complaint of error [4233] reag/tip-x home overrun on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, field service was able to reproduce the issue by performing an all set home command. Field service replaced the pia sensor and resolved the issue. This indicates failure to align due to component failure. In conclusion, this investigation confirmed a failure of the aia-900 analyzer to meet specifications or intended use. The pia sensor exhibited failure to align due to component failure. No further action is warranted at this time. Complaint events are subject to periodic trend analysis and consideration for corrective and preventive actions.

Event description:
The customer reported receiving error [4233] reag/tip-x home overrun with a grinding noise on the aia-900 analyzer. Technical support had the customer remove all the tip boxes and inspect for any dropped tips that could be causing an obstruction ¿ none were noted. An all set home command was then performed and the issue persisted. Field service was notified. A field service engineer (fse) was dispatched to address the reported issue. There was a delay in reporting intact parathyroid hormone (ipth) patient results. However, there was no patient intervention or adverse health consequences due to the event.